Event description:
It was reported to philips that the system failed to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) examined the system onsite and confirmed that the system failed to produce x-rays. Upon troubleshooting fse found that there was x-ray tube arcing. To resolve the issue, fse performed tube conditioning and tested the system. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to produce x-rays issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to produce x-rays issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.